Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the drug infusion device. The drug being delivered was not reported. The reason for use was non-malignant pain. The patient reported that he was not able to give himself a bolus with his ptm. The patient had a hard time explaining the screens he was seeing, but did state his home screen showed the date of (B)(6) 2019. The patient did not report seeing any codes, but the pump is likely low or empty at this point as they missed their scheduled appointment on (B)(6) 2019-. The patient is not able to get transportation to the office until (B)(6) 2019 and the appointment is at 9:45. It was explained to the rep to not prime, to consider starting dose, and to pull the logs to see when the pump went low or empty. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4)2019. It was reported that the cause of the missed refill was not reported. The patient had a difficult time interpreting the icons on the ptm screen. They were not at a scheduled appointment, so they were unable to check logs or reservoir volume. Actions/interventions taken to resolve the error screens included the patient being asked if anyone lived with him that could text a picture of the screen, but he lived alone. The patient was advised to make an appointment in the clinic, and the office was notified by the rep of refill date on ptm and it was confirmed that the patient missed his appointment on (B)(6)2019. The office called the patient and an appointment was scheduled for (B)(6)2019 at (B)(6) for ptm education and refill. The rep was present in the clinic for ptm education and assistance with refill, as of (B)(6) on that date, the patient had not arrived to his scheduled appointment. There were no further complications reported/anticipated.